Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. Elective replacement indicator (eri) was triggered unexpectedly. This device was replaced and is not expected to be returned as per physician's request. No additional adverse patient effects were reported.